Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the needle hub is stuck in the serter. Customer's blood glucose was 35 mh/dl at the time of incident. Troubleshooting found that the pump alarmed lost sensor but the customer was able to clear it. Customer was advised that the device would be replaced and agreed to return the product for analysis.